Event description:
Medtronic received the following information obtained from information presented at the veith symposium. Summary of the event presented: a case of a (B)(6) male treated in 2005 with a talent stent graft for aaa was presented. The patient presented in (B)(6) 2011 with severe abdominal pain and stable hemodynamics. Imaging showed huge expansion of the aneurysm with extensive suprarenal progression and occlusion of the sma. Both renals and the sma were now coming off of the aneurysm sac. The original stent graft was relined with an uni-iliac graft by coming through a lsa conduit, and chimney grafts were placed to the right renal and the sma. The left kidney was sacrificed. Hydrogel and glue were used to fill the free spaces between the aortic wall and graft. A significant type I endoleak was found intraoperatively, which was treated with additional glue. No further information has been provided for this case.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion, aneurysm enlargement). (Unknown cause). Conclusion: (unknown cause).